Manufacturer narrative:
An event regarding infection involving a scorpio nrg insert was reported. The event was not confirmed. Asymmetric burnishing and scratching were observed on the articulating surfaces of the scorpio nrg insert. These are commonly identified damage modes on uhmwpe tibial inserts. The asymmetric pattern suggests the knee may have been unstable or malaligned. The locking wire had detached from the insert and was returned along with it. Review of the device history records indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review indicated there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lot. The reported event is not device related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
It was reported that tka was performed on (B)(6) 2012. On (B)(6) 2013, tibial insert was replaced as a potential infection. The surgeon requests investigation of abrasion of the removed insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that tka was performed on (B)(6) 2012. On (B)(6) 2013, tibial insert was replaced as a potential infection. The surgeon requests investigation of abrasion of the removed insert.